Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 142 mg/dl. Customer stated that he was sitting in a chair and the pump was in his pocket when he received the button error alarm. Customer's pocket was not touching anything. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.